Manufacturer narrative:
The reporter stated that the hcg+beta assay had not been calibrated for more than 2 months and the calibrator material used by the customer was expired. Product labeling states the following with relation to calibration: "calibration interval may be extended based on acceptable verification of calibration by the laboratory.renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot after 7 days (when using the same reagent kit on the analyzer) as required: e.g. Quality control findings outside the defined limits" the reporter stated that controls were not tested prior to running the patient samples. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with an hcg+beta value of 86 miu/ml. The sample was repeated, resulting with a value of < 0.1 miu/ml and this value was believed to be correct. The hcg+beta reagent lot number was 45406001, with an expiration date of 31-may-2021.